Event description:
A customer contacted beckman coulter inc. (Bci) in regards to two elevated accutni results, which were reproducible, above the acute myocardial infarction (ami) cut-off generated by the unicel dxi 800 immunoassay analyzer. The results were submitted out of the laboratory. The physician contacted and informed the customer two patients had catheterization procedure performed, which showed no cardiac damage. Both patients had elevated troponin I and were negative for troponin t test.

Manufacturer narrative:
The samples were plasma centrifuged for 6 minutes. Qc is performed every 24 hours and has been within the customers established range. Service was not dispatched. A clear root cause can not be determined for this event.